Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right breast endoprosthesis integrity loss".

Event description:
Healthcare professional reported "there is a right breast endoprosthesis integrity loss". Device has been explanted.